Manufacturer narrative:
(B)(4) physio-control evaluated the device and verified the reported issue. Physio observed that there was corrosion on the contacts of the installed battery pack. After replacement of the battery, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that upon powering their device on in order to monitor a patient, the device lost power within a few seconds. The customer then indicated that they implemented a backup device, but this implementation was delayed approximately 10-15 minutes due to the availability of the backup device. The customer then continued to monitor the patient's ECG in route to the local hospital. The patient did report to have some chest pain initially, but there was no report of any adverse outcome.

Manufacturer narrative:
Additional patient information was provided. The patient was in his 30's, but an exact age was not provided.